Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional was inaccurate by 3 mm lateral and posterior. Navigation was aborted causing less than an hour delay in the procedure. No reported impact on patient outcome.

Manufacturer narrative:
The software investigation found that they were unable to determine the probable cause. The engineering review was unable to assess perceived navigation accuracy. Archives indicate achieved registration of 1.7 mm with good quality model and trace pattern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the health care professional was inaccurate by 3 mm lateral and posterior. Navigation was aborted causing less than an hour delay in the procedure. No reported impact on patient outcome.